Event description:
It was reported that the patient received inadequate lytic due to a drug leak. A 106x12cm ekos endovascular device was selected for use in an ekos pulmonary embolism procedure. During the procedure, it was observed that the drug port had a small leak. A micro-fracture was noted to be the problem. The procedure was completed using an alternate device. The patient did not receive the full 10mg dose of actilyse. No patient complications were reported.